Manufacturer narrative:
Unable to perform displacement test, occlusion test or verify insulin flow blocked alarm due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unit received missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was 500mg/dl. Customer stated that they kept getting insulin flow back alarm because a piece of reservoir was missing. Customer declined to troubleshoot for the insulin flow alarm and high blood glucose level. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.